Manufacturer narrative:
Reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 343 (mg/dl). The customer had not received any treatment at the time the event was reported. Multiple attempts were made by tandem technical support to follow up with contact; however, no additional information was provided on the reported event.